Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: after addressing air in the fentanyl infusion line, which required multiple flushes and a bag change, the nurse spent an hour resolving the issue. They then dealt with air in both norepinephrine lines, repeating similar steps, which took another hour. This caused a 2-hour delay in charting, medication administration, and other patient care, leading to distress as the nurse caught up on basic care by noon instead of 10 am.